Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The suspect lead was received after the patient's devices were fully explanted and returned following the patient's death captured in MFR. Report #1644487-2024-00173. After decontamination, incision were made to allow for continuity checks. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Two portions of the lead assembly were returned; the electrode array, and tie downs were not returned. The first portion (50 mm) showed two set of setscrew marks on the connector ring. Abrasions were observed on the connector boot but did not penetrate. Cut openings on the connector booth penetrated both inner tubes and severed the ring coil. Dried bodily fluids were observed in the inner tubes, and the coils were stretched and kinked. The ends of the outer and inner tubes were cut. The end of the ring coil was broken - incisions were made for further inspection. The end of the ring coil was dull and pitted, and showed signs of metal dissolution. The coil strand ends appeared rounded. The end of the pin coil was also broken - incisions were made for further inspection. The pin coil end was dark, pitted, and showed signs of metal dissolution. Two cuts were present on the outer tubing, which penetrated both inner tubes. Continuity checks were made, and no discontinuities were identified. The second portion (253 mm) showed the inner and outer tubes and coils were cut, with the coils protruding slightly from the end. Abrasions were seen on the outer tubing area and did not penetrate. Dried body fluids were observed in the inner and out tubes, and the coils were stretched and kinked. The tubing was also compressed in some areas, and internal abrasions were observed. Cut openings were observed near the end of the portion on the outer tubing at three places, but only penetrated to the inner tube at one place. Continuity checks were made, and no discontinuities were identified. The abrasions are possibly caused by wear. The bodily fluids are present in both the inner and outer tubes, but no obvious path of ingress was noted apart from the cut ends. The coil kinking and stretching is attributed to manipulation due to the explant process. Since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, evaluation and resulting commentary cannot be made on that lead portion. Other than the ring and pin coil breaks, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Product analysis worksheet was reviewed and reflects report above. Internal generator data was also reviewed. Wandcomm data was reviewed high impedance seen on (B)(6) 2024. Data dump was reviewed. The last impedance change was seen on (B)(6) 2024 from 9697 ohms to 128323 ohms. High impedance was seen on (B)(6) 2024 (12355 ohms, 12226 ohms, 12148 ohms, 12226 ohms, and 11994 ohms).